Manufacturer narrative:
(B)(4)

Event description:
It was reported that the lead exhibited -bad characteristics-. During the lead revision procedure, the physician noted that the lead was damaged which contributed to the bad characteristics. The lead was successfully explanted and replaced. The patient was in good condition posts surgery.

Manufacturer narrative:
(B)(4).